Event description:
It was reported that some time post graft placement, granuloma formation was identified. Patient underwent surgical excision to remove the granuloma. Patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: five sealed impra eptfe vascular grafts lot samples were returned for evaluation. All samples inner packaging trays were noted to be sealed, no anomalies were noted to the samples. Due to the nature of the complaint, there is no functional testing was performed. Therefore the investigation for the lot sample is inconclusive for the reported issue, the original reported device will remain inconclusive for the reported issue as they were not returned for evaluation. A definitive root cause for the alleged patient device interaction problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024),

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged torn material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2024), g3, h6(method). H11: e1, h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post graft placement, granuloma formation was identified. Patient underwent surgical excision to remove the granuloma. Patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024). Device pending return.

Event description:
It was reported some time post graft placement, granuloma formation was identified. Patient current status was unknown.